Event description:
Station 8 of the unit overfilled - station was programmed to pump 3.19ml from the source container, but the volume delivered display read 3.41ml (error = 6.9%). The user was advised not to use the unit which was swapped out. No pt involvement.